Manufacturer narrative:
(B)(4). The customer submitted a voluntary medwatch report to the FDA mw5084918. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported on medwatch report, mw5084918, that a (B)(6) male collapsed when exiting the restroom and became unresponsive and was determined to be without a palpable pulse. CPR was initiated. The physician and nursing staff reported that the device used in this event, repeatedly instructed to place the pads even after the pads were properly placed. The device never advanced to analyze the patient's cardiac rhythm. The patient was pronounced deceased; however, the medical personnel do not believe that the reported issue with the device caused or contributed to the death of the patient.

Manufacturer narrative:
Physio-control received the serial number for the device. Fields (serial number) and (manufacturing date) have been updated.

Event description:
The customer reported on medwatch report, mw5084918, that a 63 year old male collapsed when exiting the restroom and became unresponsive and was determined to be without a palpable pulse. CPR was initiated. The physician and nursing staff reported that the device used in this event, repeatedly instructed to place the pads even after the pads were properly placed. The device never advanced to analyze the patient's cardiac rhythm. The patient was pronounced deceased; however, the medical personnel do not believe that the reported issue with the device caused or contributed to the death of the patient.